Manufacturer narrative:
Device was not returned and no evaluation is possible on the actual device. One device from the same lot number was returned by customer. Per our product engineer's report, there is no issue with the design of product which is intended to protect eyes during phototherapy session. Device affix to the patient head with two tabs to cover the eyes. The tabs are composed of medical grade hydrocolloid adhesive at one side to contact to skin and the velcro hooks at the other side to attach to neoshade which is made from velcro hooks adaptive fabric. The velcro hook type is just strong enough to secure neoshade on the patient's eyes during a full phototherapy session. It seems that the skin breakdown was caused by not following the direction of use for removing the product. This device has been in the market for about twenty years and comply with bio-compatibility requirements ((B)(4)). Neoshades are also available with head strap band which was designed to keep the device secure on patients with sensitive skin. This complaint will be monitored for trending purposes and is added to the related logs and charts.

Event description:
Skin beakdown.